Event description:
It was reported the pt suffered temporary arm paralysis following her implant. The pt was scheduled for explantation of the lead. The explanting physician was advised to remove the entire sys prior to the pt receiving an MRI. The lead and extension was explanted. The neurostimulator remained implanted for future pain relief. The physician plugged both ports in the neurostimulator. The pt outcome is unk. Add'l info has been requested from hcp, but was not available as of the date of this report.

Manufacturer narrative:
The lead and extension were returned to MFR for analysis. Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.